Event description:
It was reported by the nurse that her dell x5 hand held screen was freezing upon successful interrogations, which had been occurring for "months". The nurse requested that a new hand held be sent to replace the non-working device. The hand held and software flashcard have been returned to MFR where analysis is underway.